Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that communication failure occurred due to cable failure, and images were not displayed. The cause of the cable failure was occurred due to flooding from the cable cut part and deterioration. Damage to the camera cable can be prevented by following the instructions for use which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a damage in the cable unit. During evaluation, it was observed, the device failed water tightness check, and the cable unit was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the camera head had no picture, and the cable was damaged because it was rolled over several times with the equipment trolley. There was no harm or user injury reported due to the event.